Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter's display was not legible due to a contrast issue. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient claimed the alleged issue began in (B)(6) 2012, exact date/time is not known. She claimed she was unable to see her blood glucose readings due to the contrast not being bright enough. The patient reportedly manages her diabetes with humulin n insulin. On the evening of (B)(6) 2012, she claimed she tested on the subject meter in the evening but could not read the result and as a result guessed her insulin dose at 7pm before going to bed. The following day, the patient claimed she was found passed out on the floor by her neighbor sometime after 6am. The paramedics were called and when they arrived they tested the patient with an ems device and reported a result of "43mg/dl." She was reportedly treated by the paramedics with a glucagon injection and was taken to the hospital. The patient informed the cca that she was in hospital for approximately 2 days for observation. At the time of troubleshooting, the cca noted that the subject meter was not brand new. The battery was not low. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was unable to see her blood glucose value due to the alleged issue, administered too much insulin and as a result developed symptoms suggestive of a serious injury after the alleged meter issue began.